Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the display overlay and bezel assembly was replaced. It was also noted that a hinge plate screw was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen was unresponsive; the touch pen appeared to be working well. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2290 analyzer. (B)(4).